Event description:
The screw broke while being inserted into the femur of the patient. There was no delay reported. A portion of the screw remains in the patient and maintains adequate fixation for the graft. All visible particulate has been removed.